Event description:
The customer received a blood glucose reading of lo on the contour next link meter, re-tested on a different meter and the reading was 137mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips and meter were sent to the customer

Manufacturer narrative:
The test strips were returned and tested in qa. One of the four strips, when testing with control, was low out of spec by 114mg/dl. Retention strips gave satisfactory performance.